Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to ketones and hyperglycemia, with blood glucose readings of 490 mg/dl. The customer stated that insulin squirted out during a manual prime and the insulin pump piston continued to move forward even after touching the reservoir. The customer then stated that she could not leave the prime. Nothing further was reported.